Manufacturer narrative:
A picture was returned showing what appears to be a leak coming from the outgoing tubing and inline filter junction. Also received one used list# 142550489, primary plumset. The outgoing tube semirigid adaptor junction on the outgoing side of the filter was inspected under uv light. Inspection showed inconsistent solvent application. No additional damage or anomalies were observed. The set was leak tested per specification. A leak was observed to be coming from the junction of the tube and the semirigid adaptor on the outgoing side of the inline filter. In attempts to further visualize the leak observed red dye was pushed through the end of the set using an ICU provided syringe. The leak appeared to be coming from the bond between the tube and the semirigid adaptor. The complaint of leakage can be confirmed. The probable cause is due to inconsistent solvent application during assembly. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where the customer reported a leak of pertuzumab during patient infusion. It did not come into contact with the patient or healthcare provider. No impact to the patient/health care provider. The drug spill was cleaned up per facility protocol. No spill kit was needed/used. There was patient involvement and no adverse events.

Manufacturer narrative:
The device was received for evaluation- the investigation is pending.